Manufacturer narrative:
A visual and tactile examination revealed no damage to the shaft of the device. The balloon was wrapped and folded with visible crimp marks. The stent was no longer on the balloon and was slightly compressed in the middle. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a percutaneous transluminal angiography procedure, the stent dislodged inside the patient. The 80% stenosed target lesion was located in the calcified, mildly tortuous common iliac artery. The express vascular ld 8.0x20mm stent delivery system was advanced through a 6f introducer and resistance was felt. The physician continued to advance the system and the stent dislodged inside the patient. The stent was retrieved successfully with no further patient complications. The procedure was completed with a different device and the patient was reported to be "good". This product is only ous approved, but it is similar to an approved us device.